Event description:
User facility reports one incident of a cracked luer connector on fistula needle, noticed at initiation of treatment. Ebl = 30 cc. Patient was recannulated and hemodialysis treatment resumed. No patient injury or need for medical intervention is reported.